Event description:
Related manufacturer reference number: 2017865-2023-18362. It was reported that the patient presented to a lead revision procedure. Prior to the procedure, the atrial lead had exhibited noise leading to inappropriate automatic mode switch. During the procedure, insulation damage was noted on the atrial and left ventricular leads. The leads were explanted and replaced. The patient condition was stable.